Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, pieces of polystyrene were seen inside of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, pieces of polystyrene were seen inside of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following investigation summary was updated due to corrected information: investigation summary: bd received 4 photos for investigation. The photos were reviewed and foreign matter(fm) was observed in the tube; two of the photos show a tube with a piece of styrofoam inside of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
Investigation summary bd received two photos for investigation, which show a tube with a piece of styrofoam inside. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, pieces of polystyrene were seen inside of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.